Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the gib was failing. Further info was rec'd indicating that the system was locking up intermittently. No pt serious injury or death was reported related to this event.